Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with episodes of auto mode switch. Upon review of the episodes, it was discovered that there was oversensing of the p wave on the atrial channel after ventricular pacing events. Programming changes were recommended for the patient's next appointment. No patient symptoms were reported.